Event description:
Philips received a complaint regarding a v60 ventilator indicating an issue with the alarm pressure sensor. The pressure sensor failed to adjust. There were no patient or user injury reported; however, the issue was identified during clinical use and required the patient to be temporarily transferred to another device. The customer initially evaluated the device with assistance from a remote service engineer (rse) and the reported issue was confirmed. Remote diagnostics identified a failure of the pressure sensor to automatically zero, with no associated error codes observed, and suggested a potential power management board or related component issue. An onsite service visit was completed by the authorized service provider (asp) confirming failure of the automatic zero adjustment of the alarm pressure sensor. The gas delivery system module was replaced in accordance with the v60 service manual, which resolved the issue. Following the repair, the device was restored to full functionality and successfully passed all required testing and inspections per philips standards, confirming the system met specifications. The ventilator was returned to service.